Event description:
It was reported that the upper jaw of the device was either missing or fell off when it was passed to the surgeon by the scrub nurse. The broken piece was unable to be located. However, an x-ray confirmed the piece did not fall off inside the patient. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The returned device was received with its needle still attached. The suture capture was missing. The upper jaw was inspected under magnification and no visual discrepancies were found. Functional test was performed with a demo suture capture and the returned needle. The suture capture was able to load with no issues. Foam was used to replicate the tissue, a stitch was passed and the capture was able to capture the suture with no problem. Per information provided, he upper jaw of the device was either missing or fell off when it was passed to the surgeon by the scrub nurse. Based on our visual evaluation, the upper jaw was still attached to the device. However, the returned device was missing its suture capture therefore customer¿s complaint was confirmed. It is uncertain if the suture capture went missing while in use or if it was missing out of the box. X-rays were performed and showed nothing fell off inside the patient. An exact root cause cannot be determined with confidence however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) mishandling the device which may have caused the suture capture to come loose. The instruction for use (IFU) were reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.